Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: unknown); product type: 0195-heart valves; implant date (B)(6) 2026; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with aortic valve stenosis and baseline nyha functional class ii underwent a transcatheter aortic valve implantation using an evolut fx+ 29 mm prosthesis. The medical history included dyslipidemia and hypertension, and standard electrocardiography showed first-degree atrioventricular block prior to the procedure. During the procedure, electrocardiography showed left bundle branch block, ventricular fibrillation, and an unspecified atrioventricular block. A major access site complication was reported, described as a dissection that occurred at the end of the procedure, and an unplanned surgical intervention at the access site was performed. The patient received a blood transfusion of 2 units and death was reported.

Manufacturer narrative:
Corrected data: b5 - to included central aortic regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Following the valve implant, mild central aortic regurgitation was also observed.